Event description:
The customer reported that at daily power test the iabp generated "electrical test failure code #42" alarm. (Iabp 6809) datasette not compatible with front end hc11). No patient was involved.

Manufacturer narrative:
The company representative replaced the datasette iab cs300 (p/n: 0670-00-0786) and datasette dss cs300 (p/n: 0670-00-0787). The iabp was tested for performance and safety tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).